Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle 32x4 5b ema bent during use and would not allow the patient to get the full dosage. The following information was provided by the initial reporter: a patient has reported to one of our pharmacies that his bd micro-fine ultra¿ 4mm needles are bending when he attempts to administer his insulin and consequently he is not getting his full insulin dose.

Event description:
It was reported that pen needle 32x4 5b ema bent during use and would not allow the patient to get the full dosage. The following information was provided by the initial reporter: a patient has reported to one of our pharmacies that his bd micro-fine ultra¿ 4mm needles are bending when he attempts to administer his insulin and consequently he is not getting his full insulin dose.

Manufacturer narrative:
H.6. Investigation: one hundred and sixty two sealed 32g x 4mm pen needle samples were returned from lot. No. 8185531, cat. No. 320497. Visual examination was carried out on all 162 samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10